Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iuniht screw fractured. All fragments were removed from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified fracture on the threaded portion of screw. The hex head is worn and contains debris. The device was used on tooth site 30 for approximately 9 years at the time of fracture. Pictures or x-ray images were not provided. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iuniht) dating back to 12 month. The complaint history review revealed that no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 08/18. Information identified: torque matrix - internal connection. Complaint reported that the screw in dental location 30 fractured. All parts were removed. The reported event is confirmed as a fracture was identified on the returned product during visual inspection. Based on the evaluation of the returned product, the complaint is confirmed. A definitive root cause for this complaint could not be determined.